Event description:
Patient reported left side is "deflating." Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.4., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side is "deflating." Device remains implanted.